Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008573, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6008573" . The count of complaint is 4 which exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6008573 was manufactured according to the work instruction (wi) version 100 and manufactured in the multivac 12 on 11-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6000931 have already been previously tested in the complaint (B)(4) on 08/aug/2025. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test for the non-product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of cust (e.g., history of allergic reactions, continuing use despite known issue(s) when using the set). Conclusion summary of complaint investigation: no physical samples were returned, no nc raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose event. This hyperglycemia event occurred due to bent cannula of infusion set and which was inserted on less sufficient subcutaneous tissue. The blood glucose levels was 450 mg/dl at the time of event and patient got treated with insulin pen. The patient stayed in the hospital for greater than twenty-four hours. Pateint experienced symptoms like vomiting and cramps and also had ketones with value 3. No further information available.